Manufacturer narrative:
The device was received for evaluation. During evaluation the second from left softkey was found inoperable on the keypad. The cause was identified to be the keypad which requires replacement to address this issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the second from left softkey was found inoperable on the keypad. No additional information is available.